Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had experienced a blood glucose (bg) over 500 mg/dl associated with an inaccurate delivery issue. It was reported that the patient was hospitalized and treated by their healthcare provider. Troubleshooting of the event was unable to be completed to rule out a possible pump malfunction related to the event. This complaint is being reported because the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/08/2015 with the following findings: the black box began on (B)(6) 2015. Due to continuous use of the pump, the black box data and histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.